Event description:
It was reported that the user experienced hypoglycemia after a supply change, with continuous glucose monitor readings lower than fingerstick values, prompting multiple calibrations and a brief pump pause; the user treated with oral carbohydrates including orange juice, glucose tablets, and food. Symptoms included poor balance, mild cognitive fog, and a general unwell feeling. Outcomes included no need for external assistance and no professional medical intervention. Investigation included troubleshooting and education with calibration guidance and confirmation of low and urgent low alerts. Investigation of this case revealed a cause that remains unclear. It was concluded that the event constituted low glucose with unclear cause and that user-led corrective actions were effective.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.